Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power error. The patient's blood glucose at the time of incident was 348 mg/dl. Troubleshooting was initiated for the power error alarm. In order to resolve the issue the customer was advised on the proper steps in a previous call. However, the caller contacted medtronic again since the power error recurred within one week of the previous instance of troubleshooting. The customer had changed the battery five times in the past week. The insulin pump was returned for analysis.